Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the decision was made to place an impella cp for early stages of cardiogenic shock and perform primary percutaneous coronary intervention. It was noted that the patient was a little restless and a small hematoma was noted around the impella sheath after the patient arrived to the intensive care unit. The patient was progressing well, tolerated the wean, and the decision was made to remove impella cp instead of keeping it in overnight due to the hematoma and concern of it worsening after starting heparin infusion. The impella cp was successfully weaned and explanted post percutaneous coronary intervention. The patient survived the procedure.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be patient movement because the patient was little restless and hematoma was noted around the sheath after the patient arrived in ICU.